Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the plate implanted in the patient, 5 years ago was broken. There is a revision surgery scheduled to remove the plate and no other information is known at this time.

Manufacturer narrative:
Correction: it was verified by the sales representative that the event/complaint did not involve stryker devices. The complaint will be cancelled. H3 other text : device not returned.

Event description:
It was reported that the plate implanted in the patient, 5 years ago was broken. There is a revision surgery scheduled to remove the plate and no other information is known at this time.